Event description:
A representative reported a ¿large¿ volume discrepancies. On (B)(6) 2013, the actual residual volume was 14 ml and the expected was unknown. On (B)(6) 2013, the actual residual volume was 18 ml and the expected was unknown. They noted a ¿possible catheter kink.¿ the patient experienced pain and reported a loss of pain control approximately two months prior to the report. Their status was alive and without injury. The medications used within the system were infumorph and bupivacaine. The representative later reported they were unable to aspirate or flush the side port at the pump/rotor study. No obvious kink was noted. Dilation of the pump segment of the catheter through the loop behind the pump with contrast under fluoroscopy was noted. Surgical change of the catheter to the ascenda system was planned. Another representative reported that the patient was doing fine according to their doctor.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8590-1, lot # n218098, implanted: (B)(6) 2009, product type accessory. (B)(4). Denotes the dilation of the proximal catheter segment observed under fluoroscopy.